Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Alleged 15 false negative sars results out of 150 tests. Patients were symptomatic. No confirmatory testing completed.